Manufacturer narrative:
This report is submitted on february 12, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with oral antibiotics. The implant remains in-situ.